Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (20 mg/ml at 5.743 mg/day) and then reprogrammed to morphine (30 mg/ml at 6.314 mg/day), via an implantable pump. The pump's indication for use (IFU) was noted as spinal pain. The hcp reported that the drug dose was entered incorrectly. When a bridge bolus was performed on (B)(6) 2016, the dose was programmed as 30.028 mg/day, instead of the desired dose of 6.314 mg/day (increased 10% from 5.743 mg/day). The hcp didn't understand how to interpret the session data report. The provided session data report indicated that because the simple continuous dose was programmed as 30.028 mg, it caused the bridge bolus total drug volume to increase to 0.432 mls instead of the correct volume of 0.342 mls. The hcp was assisted with calculating the correct modified bridge bolus and reprogramming was done. This resolved the programming errors. No symptoms were reported. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.